Event description:
It was reported that the pt had high impedance on system and normal model diagnostics. The pt has been seizure-free for a long time. X-rays were taken and reviewed by the manufacturer which revealed no obvious anomalies. The generator was turned off and revision surgery is likely, but has not occurred to date. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.